Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 25mm from the terminal pin. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due to non-physiological noise that was being oversensed. Additionally, there were stored untreated episodes and atrial fibrillation (af) with similar artifacts. The patient is only aware of the last shock; however, there were other stored shocks in the device memory. Troubleshooting was performed and the noise could be re-produced in secondary and alternate vectors, however, when programmed in primary there was no noise. The device was then re-programmed to primary. The patient is currently hospitalized, and the field representative is requesting a technical services (ts) device analysis. Ts informed that rail to rail noise is a pocket fracture and recommended x-rays. They confirmed the lead conductor is fractured. Subsequently, the electrode was explanted and replaced successfully. The electrode is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due to non-physiological noise that was being oversensed. Additionally, there were stored untreated episodes and atrial fibrillation (af) with similar artifacts. The patient is only aware of the last shock; however, there were other stored shocks in the device memory. Troubleshooting was performed and the noise could be re-produced in secondary and alternate vectors, however, when programmed in primary there was no noise. The device was then re-programmed to primary. The patient is currently hospitalized, and the field representative is requesting a technical services (ts) device analysis. Ts informed that rail to rail noise is a pocket fracture and recommended x-rays. They confirmed the lead conductor is fractured. Subsequently, the electrode was explanted and replaced successfully. The electrode is expected to be returned. No additional adverse patient effects were reported.